Event description:
Reported by the customer as: tested and found that 6ml of the 50ml dose were left over when the infusion time was finished. Noted to have been used with bd syringes.

Manufacturer narrative:
Method: actual device from complaint was evaluated. Results: a set of standard performance tests were completed. Conclusions: the device passed all the performance tests and was found to be within specifications. Could not duplicate or confirm the failure.